Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: the surgeon inserted 11mm versaport v2 trocar and the blade hit the iliac artery and inferior vena cava. A vascular surgeon had to come in to repair it. The operative time was extended and the patient was sent to ICU. No additional information available.